Event description:
It was reported that during an unknown surgical procedure, the bottom knob of the small battery drive was not releasing. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The event was not reported to have occured during surgery. It was not reported if any patient or user injuries occurred. There was no information reported regarding spare device availability. It was not reported if there was any medical intervention or prolonged hospitalization. Device evaluation:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bottom trigger was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to device being worn due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.